Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during the insertion of the connector into the pfna (proximal femoral nail antirotation) broke off at the smallest part of the aiming arm, located above the threads of the connector. This was occurred without using heavy or extreme force. This report is for 1 of 1 complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the investigation has shown that the threaded tip is broken off as complained. The review of the production history revealed that this connector was manufactured in march 2011 according to the specifications. No manufacturing related issues that would have contributed to this complaint were found. The fracture surface is homogenous which indicates material conformity as well. The hardness was measured at the time of the manufacturing for 1.4542 at 35-45 hrc and was found to be good (41.2 / 40.9 hrc). Based on these findings it is likely that a mechanical overload caused the breakage. The complained article was manufactured according to the specifications. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.